Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir ring was loose. The customer reported that the pump to reservoir compartment ring was loose and the reservoir was unable to lock in place when inserted into pump. The customer was advised to revert to backup plan. The customer was advised to call health care professional for instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had reservoir tube lip completely broken off and test reservoir unable to lock or click in place. Device passed the operating currents measurement and self test. No unexpected low battery alarm anomaly noted. Unable to perform the displacement test due to reservoir tube lip anomaly.